Event description:
Subsequent to the initially filed report, the following information was received: it was reported that on (B)(6) 2021, the patient underwent mitral valve replacement to treat the increased gradient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported mitral stenosis. Mitral stenosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report mitral stenosis. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. An xtr clip was successfully implanted at a1/p1. To further reduce mr, an ntr clip was inserted and grasping was performed at a2/p2. However, the leaflets were unable to be grasped; therefore, the clip was removed and replaced with an xtr clip. The xtr clip was inserted at a2/p2, but after deployment, the mean pressure gradient increased to 6mmhg. Mr was reduced to a grade of 3. On (B)(6) 2021, the patient underwent mitral valve replacement surgery due to the increased gradient. No additional information was provided.